Event description:
The customer stated discrepant results were generated on the axsym toxo igm assay. In (B) (6) 2009, a patient generated a nonreactive toxo igm index value of 0.43 but was reactive in (B) (6) 2009 with an index value of 0.65. The sample from july was retested with a reactive index value of 0.758. The patient tested positive for toxo igg in (B) (6) and (B) (6). Toxo igg avidity was weak (method not stated). No impact to patient management was reported.

Event description:
In 2009, a doctor reported that a veneer placed with nx3 on a patient had fallen off 2-3 weeks after placement.

Manufacturer narrative:
On 09/08/2009, through follow-up with the health-care provider via fax, it was learned that the device was explanted, due to mitral regurgitation. The operative report was also provided.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after implant duration of approximately 14.7 months, due to unknown reasons. No further details were provided.